Event description:
The customer reported that the unit unexpectedly shutdown.

Manufacturer narrative:
The customer reported that the unit unexpectedly shutdown. A philips field service engineer went to the customer site and evaluated the unit. The symptom was verified. Replacement of the battery pca resolved the reported issue.